Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 32 mmol/l (576 mg/dl) while wearing the pod between 4 and 24 hours. The patient was treated with intravenous therapy. Insulin delivery via the pod was stopped during hospitalization. Once the patient returned home, insulin delivery was activated via the pod.